Event description:
It was reported that the tip of a polaris driver broke off during surgery while implanting a pedicle screw. The broken piece was found and a back up driver was used to complete the surgery. There was no patient harm.

Manufacturer narrative:
Device evaluation: visual inspection revealed that the tip of the device was fractured. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a polaris driver broke off during surgery while implanting a pedicle screw. The broken piece was found and a back up driver was used to complete the surgery. There was no patient harm.